Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the urinary tract infection, vaginal infection, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, migraine, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, urinary tract infection, vaginal infection . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, urinary tract infection, vaginal infection, hair loss, weight gain, migraine. Essure removal date was added. Laboratory data was added. On 6-sep-2019: fu 2 and fu 3 are same. Similar source document is received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.